Event description:
Customer reportedly received the following results on the performa system within 10 minutes: hi (greater than 600 mg/dl), 228 mg/dl, and lo (less than 10 mg/dl). The customer reported having trembling hands, dizziness, thirst, and "heavy eyes" with these results. She ingested "sugar water" and her condition improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: hi (greater than 600 mg/dl), 228 mg/dl, and lo (less than 10 mg/dl). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).